Event description:
The patient reported frayed wires on the power supply cord from the patient electronics device. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic power supply was received for evaluation visual inspection determined that there was frayed and exposed wires on the power supply end. The power supply was not tested due to the observed issue. The reported event that the power cable was frayed was confirmed.